Event description:
It was reported that a motor stall had occurred with no recovery and was confirmed in the logs. The stall was not caused by MRI or other medical procedures. The cause of the stall was unknown. The patient was not getting therapy and the pump was consistently alarming. The logs indicated another motor stall had occurred 3 days prior due to a MRI. The patient underwent surgery to have the pump replaced. As of (B)(6) 2015, the patient recovered without permanent impairment. The type of medication being delivered via the device system was dilaudid, clonidine, and bupivacaine. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78413, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to gear-pinion. Analysis of the pump also found motor gear anomaly corrosion, stall algorithm not triggered, no stall alarm occurred.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the prophylactic removal of the pump due to battery being depleted. The patient's status after the device was removed was recovered without sequela. There was no patient injury. There was no rotor or dye study was performed. A motor stall occurred on (B)(6) 2015 at 08:08 with a "stopped pump period may exceed tube set" message that occurred on (B)(6) 2015 at 08:08. The logs showed that the motor stall recovered on (B)(6) 2015 at 11:45.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.